Event description:
A 6f angio-seal vip was deployed following a percutaneous coronary intervention. Twenty-four hrs later, the pt had developed a 3cm hematoma which was diagnosed via a computed tomography (CT) scan. Manual compression was applied to achieve hemostasis. The pt's hospitalization was extended. The pt was stable following the event.

Manufacturer narrative:
No product was returned. A review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.